Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that upon deployment from the femoral vein, the filter limbs did not fully expand. A snare device was used through a pre-existing jugular vein access site to capture and re-release the filter, which resulted in successful expansion of the filter limbs. There was no reported pt injury.